Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1872. The patient had two percutaneous leads implanted with the same lot number. It was reported the patient was no longer receiving effective stimulation on her right side. An sjm representative met with the patient and lead diagnostics showed invalid impedances. Reprogramming was unable to resolve the issue. The patient underwent revision surgery on (B)(6) 2012, where one lead was explanted. The physician attempted to implant a new lead but was unable due to patient anatomy. The patient underwent a second revision surgery on (B)(6) 2012, where the second lead was also removed and a new paddle lead was implanted. The patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.